Manufacturer narrative:
Type 2 diabetic reported that he experienced a low blood glucose while driving, requiring ems to assist. The patient stated that he had a blood glucose 65 to 70, ate some chocolate and then was driving home when he hit a tree. He was alone in the car and it is unknown if he was conscious when ems arrived or what the treatment was he received from ems as the patient could not recall. The device is not available for technical review. There is no allegation of device malfunction. Root cause cannot be determined based upon the information provided.

Event description:
Type 2 diabetic reported that he experienced a low blood glucose while driving, requiring ems to assist. The patient stated that he had a blood glucose 65 to 70, ate some chocolate and then was driving home when he hit a tree. He was alone in the car and it is unknown if he was conscious when ems arrived or what the treatment was he received from ems as the patient could not recall. The patient shared that he experiences blurred vision and sweating when he is hypoglycemic; but the patient does not recall if he had these symptoms on this particular day. The patient did not share on what date this incident occurred. The patient shared that his hga1c is 9%. The device is not available for technical review. There is no allegation of device malfunction.

Manufacturer narrative:
Date corrected, initial reporter corrected, health professional, no checked, non healthcare professional, follow up #1, correction checked.